Event description:
It was reported that physician was unable to capture with a right atrial leadless pacemaker after one fixation attempt was completed during initial implant. Physician removed the device from the patient and tried to clear tissue and blood from the device, but a replacement device was ultimately requested. Procedure was successfully completed. Patient was stable with no consequences.